Event description:
The customer reported her blood glucose reached 480 mg/dl less than 3 hours after the pod was activated. She stated the cannula was not properly inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.